Manufacturer narrative:
(B)(4) the stent was positioned on the balloon between the markerbands as per specifications. Deformation was visible to the 26th and 27th distal stent wraps with struts raised and overlapping, and deformation was also visible to the 11th distal stent wrap with struts being slightly bunched. The inner lumen patency was verified with a 0.015 inch mandrel. Slight deformation was evident to the distal tip.

Event description:
Physician was attempting to treat a mildly calcified lesion in the circumflex artery using a resolute integrity drug eluting stent. The vessel was non tortuous and exhibited 82% stenosis. It was reported that stent deformation occurred in vivo during positioning/advancement. The lesion was pre dilated using balloon size 1.50 x 12. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device, but no force used during delivery. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was inspected prior to use with no issued noted. No abnormalities reported in relation to patient anatomy. There was no injury to patient or clinical sequelae reported for this event. It has been confirmed that the physician does believe that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related.